Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Patient stated that the ipg is moving in the pocket and it is uncomfortable. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021. The ipg had torn eyelets and needed to be replaced to be secure in the pocket. The patient has effective therapy post operatively.